Event description:
The customer reported that he was sweating more than normal; therefore, he tested his blood glucose and received a reading of 100 mg/dl in their freestyle freedom lite meter. He then began to feel very confused and his wife called the paramedics. The paramedics received a reading of 30 mg/dl on an unknown meter and treated the customer with intravenous fluids. The customer also reported that he passed out. The customer was not transported to a health care facility. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.